Manufacturer narrative:
Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: strip issue. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 105-123mg/dl fasting. Verified test strips expire 04/13/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 139mg/dl and 129mg/dl non- fasting. Reviewed meter memory l0 (B)(6) 2015 06:29:00 am fasting:yes; l0 (B)(6) 2015 06:27:00 am fasting:yes; l0 (B)(6) 2015 06:23:00 am fasting:yes; 102mg/dl (B)(6) 2015 06:20:00 am fasting:yes; 147mg/dl (B)(6) 2015 02:47:00 pm fasting:yes. Memory concerns: lo test.